Event description:
The customer reported the system intermittently locks up, and power plug was sparking when plugged in. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the power cord. Could not reproduce the lock up problem. System operates as intended. (B) (4).